Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the procedure that was performed? Bypass and aortic valve replacement. When was the procedure date? On (B)(6) 2017. What was the product code of the clip applier that was used with the lt100 cartridge clips? Lx107. Was there an issue with the product during the procedure? No. Was there an issue with the product after the procedure? Yes. Few hours after completion of the surgical operation and while the patient was under monitoring in the intensive care unit, a significant bleeding was detected. Immediately, the patient was moved to operation room where two clips found that had been removed from the artery implant. Bleeding was successfully treated/stopped. Is the device available for return? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the current patient status? What vessel were the clips placed on in the initial procedure? How much blood was loss (ml)? Did the patient receive a blood transfusion? Were there clip formation issues in the initial procedure? Were there two clips placed on one branch or two separate branches? How was bleeding detected? How was the bleeding controlled in the re-operation?

Event description:
It was reported that during an unknown procedure that there was an unspecified ¿product failure with complication to the patient¿. No additional clinical information is available at this time. Unknown as to how the procedure was completed. Unspecified patient consequences were reported.